Event description:
Caller (patient's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.04, lab: 2.5. Date: (B)(6) 2010, inratio: 1.7, lab: 2.3. Patient did not eat much, if anything, between tests.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3, reference: 1.7, mean: 2.00, confidence limits. Inratio: 2.5, reference: 2.04, mean: 2.27, confidence limits: 1.4-3.1. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product return is expected. No further action required. Per complaint issue, user was on lovenox and plavix. Lovenox is a member of a class of anti-thrombotic agents. According to technical bulletin 104, "anti-thrombotic drugs will cause the inr to be higher because they are affecting the coagulation cascade directly." According to technical bulletin 101, "a number of medications, including antibiotics, can alter the results of pt/inr testing such that the patient's usual coagulation state is not accurately reflected." As of 8/5/2010, twenty-four discrepant complaints have been reported for lot #225434 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action threshold monitored by aq for corrective action (0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.